Event description:
It was reported that approximately two months after a routine device change out the patient developed a systemic infection with pocket erosion. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 419488 lead 2004-(B)(6), 5076-52 lead 2004-(B)(6). (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.